Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was up to 475mg/dl and insulin was to be delivered via an insulin pen to address the bg level. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support (cts) advised the customer that apidra was contraindicated to be used with the pump. Cts educated the customer in regards to occlusions. The contact declined troubleshooting with cts to determine a possible cause of the occlusion.